Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to engage the set screw. Another implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material (fm) on set screw and a loose/detached set screw. The analyst found both setscrews disengaged from their respective setscrew blocks. Both setscrews were re-inserted into their respective setscrew blocks. The analyst indicated fm was found in the bottom of the atrial setscrew socket and around the edge of the socket head. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.